Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature end of life. The device was explanted and replaced.

Manufacturer narrative:
Device returned date should have been (B)(4)-2012 rather than (B)(4)-2012.